Event description:
There was an allegation of numerous questionable creatinine results from the cobas 8000 cobas c 701 module. The customer repeated the samples on another analyzer. Refer to the attachment to the medwatch for all patient data.

Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. On the date of the event, the qc results were out of the acceptable range but were not flagged in the middleware and the customer continued to work with the instrument. The field service engineer found the cell rinse assembly was leaking, the rinse station probes were dirty, the water levels were too high, and the rinse cuvette manometer was unstable. The customer cleaned and replaced the probes and the field service engineer replaced the regulator and adjusted the water levels. Precision testing on multiple assays confirmed the analyzer was performing within specifications. The investigation determined the service actions resolved the issue.